Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion (pbd). Initial analysis indicated that the device was exhibiting pbd, and the device hardware was not detecting the loss of battery energy, thus the battery status indicators were not reflecting the depletion condition and were inaccurate. A device changeout was recommended and to return the product for detailed analysis. To date, the product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion (pbd). Initial analysis indicated that the device was exhibiting pbd, and the device hardware was not detecting the loss of battery energy, thus the battery status indicators were not reflecting the depletion condition and were inaccurate. A device changeout was recommended and to return the product for detailed analysis. To date, the product remains in service. No adverse patient effects were reported. Additional information indicated that this device was surgically explanted and replaced. No additional adverse patient effects were reported.